Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod was received in pod state 15 having delivered 0 pulses. If the needle mechanism had not yet deployed, it could not have deployed early. No problems were found with the device that would have prevented the device from properly deploying.